Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support with resetting the pump, and the issue did not recur. The customer was informed to call back if the malfunction code appeared again, and they acknowledged and understood the instructions.